Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 5 mg for a total dose of 1.81775 mg/day, compounded baclofen 400 mcg for a total dose of 145.42012 mcg/day, and bupivacaine 15 mg for a total dose of 5.45325 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient contacted the clinic and reported a 8476 error code on their personal therapy manager (ptm) indicating a motor stall. The patient also reported bilateral lower extremity numbness causing difficulty walking. The patient was started on oral baclofen. The patient was scheduled for the same day visit, but was instead transported to the hospital via ambulance. The plan was for pump replacement. On (B)(6) 2020 the patient was started on oral clonidine and valium to lessen symptoms of withdrawal. On (B)(6) 2020 the patient presented to clinic and the motor stall had recovered and the replacement was pending authorization. The patient was provided with hydromorphone and fentanyl to use with the baclofen, clonidine, and valium, should the pump stall again before replacement. On (B)(6) 2020 the patient reported the pump re-stalled the night prior. The patient was experiencing nausea. On (B)(6) 2020 the pump restarted the night prior and the patient was able to use their ptm. On (B)(6) 2020 they we re unable to obtain authorization, and the patient was instructed to present to the emergency department and they will replace the pump. The pump was explanted/replaced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was intrathecal (it) medication withdrawal. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.